Event description:
It was reported to tyco/kendall healthcare on 12/3/2002 that a customer had a problem with a foley catheter. The customer reported that a foley was inserted pre-operatively and the balloon was inflated. The bladder was still full at the time of the incision which caused the bladder to be nicked. The catheter with the balloon inflated came out through the incision. It was reported that the bladder had been repaired.